Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) received a report that, during bypass, the cardioplegia pump stopped. The system panel displayed an error code. The pump was re-started and moved to a different position. The case proceeded without further issues. It was reported that the pump was later used for another case without incident. There was no report of pt injury. The pump was returned to sorin group (B)(4) for eval. The pump was run for approx 500 hours without any problems. Electrical testing found a high impedance within the pump motor. It is believed that the high impedance was a result of carbon dust on the motor. Although a pump stop could not be reproduced, a high impedance in the motor could cause a pump stop. Any further info will be included in a f/u report and sorin group (B)(4) will continue to monitor for any similar events.

Event description:
Sorin group (B)(4) received a report that, during bypass, the cardioplegia pump stopped. The system panel displayed an error code. The pump was re-started and moved to a different position on the console. The case proceeded without further issues. It was reported that the pump was later used for another case without incident. There was no report of pt injury.